Event description:
Complainant alleged that while attempting to defibrillate a male pt, after a single defibrillation shock, the device displayed a replace battery message twice and powered down. Complainant indicated that the clinician obtained another battery to continue treating the pt. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.